Event description:
It was reported intermittent ongoing occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed the cartridge and resumed insulin therapy. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11.